Manufacturer narrative:
Additional information received along with the device during evaluation revealed the following information: section a2: age/date of birth: (B)(6) 1955. Section a3: gender: female. Section b3: date of event: (B)(6) 2021. Section b5: additional information received revealed that there was no patient contact with the device. Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 10, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was cleaned and, presented with no issues. Visual inspection of the handpiece revealed viscoelastic residue inside of the cartridge. The external assembly was inspected, and presented with no issues. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was opened on field, however, the surgeon was unsure of the integrity of it's haptic. No further information was provided.

Manufacturer narrative:
Date of event: unknown, not provided. There is no indication that the intraocular lens was implanted. If explanted, give date: n/a (not applicable). There is no indication that the intraocular lens was implanted. Therefore, the lens was not explanted. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.